Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure (batch no. B66021) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), back pain ("back pain"), migraine ("migraines"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal vaginal bleeding"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), depression ("depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), pelvic adhesions ("lysis of adhesions"), fibroma ("teratoma / cancer type: fibrous"), vision blurred ("blurred vision"), weight increased ("weight gain"), constipation ("constipation"), alopecia ("hair loss"), headache ("headache"), nausea ("nausea"), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"). The patient was treated with promethazine, surgery (partial hysterectomy and salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, migraine, dyspareunia, vaginal haemorrhage, female sexual dysfunction, depression, constipation, nausea, abdominal pain and vaginal discharge had resolved, the menorrhagia, back pain, bladder disorder, urinary tract disorder, pelvic adhesions, fibroma, vision blurred, weight increased and headache outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, constipation, depression, dyspareunia, female sexual dysfunction, fibroma, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic adhesions, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion reported batch number b66023 is invalid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc (product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('heavy bleeding') in a 33-year-old female patient who had essure (batch no. B66023-not valid , b66021) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight: 148 lbs. Concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2014, the patient experienced abdominal distension ("bloating") and depression ("depression"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), migraine ("migraines"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), pelvic adhesions ("lysis of adhesions"), vision blurred ("blurred vision"), constipation ("constipation") and headache ("headache") and was found to have fibroma ("teratoma / cancer type: fibrous"). The patient was treated with citalopram, cyclobenzaprine, ibuprofen, medroxyprogesterone acetate (depo provera), promethazine, sertraline, trazodone and surgery (ablation and partial hysterectomy and salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal distension, migraine, dyspareunia, vaginal haemorrhage, female sexual dysfunction, depression, constipation, nausea, abdominal pain and vaginal discharge had resolved, the back pain, bladder disorder, urinary tract disorder, pelvic adhesions, fibroma, vision blurred, weight increased, headache, urinary tract infection and dysmenorrhoea outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, constipation, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, fibroma, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic adhesions, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Reported batch number b66023 is invalid. Most recent follow-up information incorporated above includes: on 22-nov-2019: update of information (batch is not valid). Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('heavy bleeding') in a 33-year-old female patient who had essure (batch no. B66021,b66023) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight: 148 lbs. Concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2014, the patient experienced abdominal distension ("bloating") and depression ("depression"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), migraine ("migraines"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), pelvic adhesions ("lysis of adhesions"), vision blurred ("blurred vision"), constipation ("constipation") and headache ("headache") and was found to have fibroma ("teratoma / cancer type: fibrous"). The patient was treated with citalopram, cyclobenzaprine, ibuprofen, medroxyprogesterone acetate (depo provera), promethazine, sertraline, trazodone and surgery (ablation and partial hysterectomy and salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal distension, migraine, dyspareunia, vaginal haemorrhage, female sexual dysfunction, depression, constipation, nausea, abdominal pain and vaginal discharge had resolved, the back pain, bladder disorder, urinary tract disorder, pelvic adhesions, fibroma, vision blurred, weight increased, headache, urinary tract infection and dysmenorrhoea outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, constipation, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, fibroma, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic adhesions, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Reported batch number b66023 is invalid. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs received-lot number were added. New event dysmenorrhea (cramping), infection ¿ urinary tract infection were added. Outcome of menorrhagia updated to recovered. New reporter, height, weight, treatment drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in united states on 13-oct-2016 on behalf of a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for permanent contraception. Sometime after the procedure, she began experiencing severe pelvic pain, heavy bleeding, boating, back pain, migraines, and painful intercourse. On (B)(6) 2016, she underwent a partial hysterectomy and salpingectomy. Company causality coment: a female plaintiff of unspecified age had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and heavy bleeding (seen as genital bleeding). A partial hysterectomy and salpingectomy was performed. This is a legal case. The events are anticipated in the reference safety information for essure. Genital bleeding and pelvic pain may occur with essure therapy. Based on the nature of the events and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because a surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not necessarily indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae case is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2016: quality-safety evaluation of product technical complaint (ptc) received. Company causality comment: a female plaintiff of unspecified age had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and heavy bleeding (seen as genital bleeding). A partial hysterectomy and salpingectomy was performed. This is a legal case. The events are anticipated in the reference safety information for essure. Genital bleeding and pelvic pain may occur with essure therapy. Based on the nature of the events and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because a surgical intervention was performed. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure (batch no. B66023,b66021) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), back pain ("back pain"), migraine ("migraines"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal vaginal bleeding"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), depression ("depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), pelvic adhesions ("lysis of adhesions"), fibroma ("teratoma / cancer type: fibrous"), vision blurred ("blurred vision"), weight increased ("weight gain"), constipation ("constipation"), alopecia ("hair loss"), headache ("headache"), nausea ("nausea"), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"). The patient was treated with promethazine, surgery (partial hysterectomy and salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, migraine, dyspareunia, vaginal haemorrhage, female sexual dysfunction, depression, constipation, nausea, abdominal pain and vaginal discharge had resolved, the menorrhagia, back pain, bladder disorder, urinary tract disorder, pelvic adhesions, fibroma, vision blurred, weight increased and headache outcome was unknown and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, constipation, depression, dyspareunia, female sexual dysfunction, fibroma, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic adhesions, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received:the event menorrhagia, apareunia, depression, bladder problems, urinary tract disorder, lysis of adhesions, teratoma / cancer type: fibrous, blurred vision, weight gain, constipation, hair loss, headache, nausea, abdominal pain added. Lot number,events outcome,reporters,treatment drug added. Case got medically confirmed yes. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.